Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the patient was allegedly having issues getting urine to drain into the leg bag. He was advised, by ms&s, that the issue could be due to the air lock. He described how the bag was not vented like the overnight bag. The front and back of the bag had to be pulled apart to get air into the tubing. He was advised that when using a male external catheter, the tubing should be kept straight to keep the urine from backing up into the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was allegedly having issues getting urine to drain into the leg bag. He was advised, by ms&s, that the issue could be due to the air lock. He described how the bag was not vented like the overnight bag. The front and back of the bag had to be pulled apart to get air into the tubing. He was advised that when using a male external catheter, the tubing should be kept straight to keep the urine from backing up into the tubing.